Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, on opening assessed as fold flaw opening. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ calcification: no observed. As per the investigation procedure, crease, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, d4, d9, h3, h6.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "small lobulated mass" and "benign-appearing calcifications". Device has been explanted.

Manufacturer narrative:
Per qpp07-01-003-g17, the event code granuloma is considered serious and reportable to the FDA. Additional, changed, and/or corrected data: a5, b.5., b6., h.6.

Event description:
Healthcare professional reported "rupture", later reported "small lobulated mass", "silicone granuloma", and "benign-appearing calcifications". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.